Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was identified that the foreign material was white plastic. In addition, it is presumed that the foreign object might have remained inside the device in question because a part of controlled-environment storage cabinets (cesc) tube which was owned by the customer was damaged and peeled. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: it is piece of controlled-environment storage cabinets (cesc) tubing that was broken off when the scope was in the controlled-environment storage cabinets (cesc).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a foreign object in the instrument channel. The issue was found during set up. There was no patient involvement.